Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was 100 - 200 mg/dl. Reportedly, a new cartridge was loaded to address the event.